Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported via mw5095336 that a female patient underwent a breast surgery with two unspecified mentor gel breast implants and suffered several unexplained systemic symptoms, including joint pain, breathing issues, chest pain, dry eyes, swollen lymph nodes, and brain fog. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the left-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient¿s demographics, type of procedure, suspected medical devices, patient¿s symptoms, and event date. The patient is caucasian, and her date of birth is (B)(6) 1977. The patient underwent a primary breast augmentation with two 350cc mentor memorygel breast implant prostheses (catalog #: 3503501bc, left serial #: (B)(6) right serial #: (B)(6) initially, her date of implantation was reported as (B)(6) 2012. However, additional information indicated that her date of implantation was(B)(6) 2012. The patient reported additional symptoms. The patient also experienced fatigue, high blood pressure, blurry vision, frequent urination, anxiety, and panic attacks. The patient noticed the symptoms in (B)(6) 2019. The relevant fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. . Manufacturer's reference number: (B)(4).